Event description:
It was reported that the patient experienced a stroke. An enroute transcarotid neuroprotection system was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. During the post procedure neurological check, the patient displayed movement in all four extremities however, they were not equal. The patient's left extremities showed weakness. Imaging revealed a new embolic stroke and the stent appeared patent. No intervention was performed and the patient was discharged to a rehabilitation center. Additionally, it was reported that the patient passed away while at the rehabilitation center. The official cause of death was not provided, and no further information was provided to boston scientific.

Manufacturer narrative:
B2-date of death: the patient passed away at a rehabilitation center a few weeks ago. Therefore, the patient's date of death was approximated to (B)(6) 2026 based on the limited information provided.

Event description:
It was reported that the patient experienced a stroke. An enroute transcarotid neuroprotection system was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. During the post procedure neurological check, the patient displayed movement in all four extremities however, they were not equal. The patient's left extremities showed weakness. Imaging revealed a new embolic stroke and the stent appeared patent. No intervention was performed and the patient was discharged to a rehabilitation center. Additionally, it was reported that the patient passed away while at the rehabilitation center. The official cause of death was not provided, and no further information was provided to boston scientific.

Manufacturer narrative:
B2-date of death: the patient passed away at a rehabilitation center a few weeks ago. Therefore, the patient's date of death was approximated to (B)(6) 2026 based on the limited information provided. Updated fields: b7- other relevant history; h6 - evaluation method codes; evaluation conclusion codes. It was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. A review of the enroute transcarotid neuroprotection system device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.